Event description:
Several nurses report that they have had a batch of "dull" angiocath IV needles. All reports are coming from staff in labor and delivery. Thus far, staff have reported ten (10) dull angiocaths all from the same size (18ga, 1.16in) and the same lot number (9329624). Multiple rn's across all shifts are reporting that patients are telling them that the IV start is more painful than they are expecting and the same nurses are experiencing difficulty getting the IV line in. Some report that it seems that it takes extra force to break through the skin, as if the needle is dull. All are experienced staff who are working on patients who have been well hydrated, young, and otherwise healthy. In each case, staff have discarded the "dull" angiocaths and obtained new ones to start the IV line. The problem seems to be spotty--some angiocaths from this lot have been used without difficulty and without complaint from the patient or nurse. Staff are educated and well versed on IV insertion--technique does not appear to be an issue. None of the reportedly "dull" angiocaths have been saved. However, one packaging from the reported angiocaths was saved.====================== health professional's impression======================staff are unsure why this is occurring.